Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the left side of the upper buttocks on (B)(6) 2019. The mother stated on (B)(6) 2019 the patient experienced stinging and burning sensation in the insertion area. On (B)(6) 2019 the mother removed the sensor due to the patient not being able to tolerate the reaction. Upon sensor removal, the mother describes the smell was unbearable and there were blisters around the insertion site, pus, and it was very infected. At the time of contact, the mother stated she planned to seek medical intervention to request antibiotics and stated the patient should be fine after that. No additional event or patient information is available.